Manufacturer narrative:
The damaged device has been returned to conmed for evaluation. To date, the investigation is still in progress and a supplemental and final report will be filed upon completion of the investigation.

Manufacturer narrative:
One (1) "damaged" electrode device was returned to conmed for evaluation. Visual inspection of the returned "used" device found the insulation at the center of the electrode was damaged and metal underneath was exposed prior to receiving at conmed. A black mark was observed around the exposed section. A black marking on the electrode insulation indicated arcing at the center of the device had possibly occurred. Functional testing could not be performed due to the damaged condition of the returned the device. However, the damaged insulation observed on the returned device, which most likely occurred during use could be a possible cause of the arcing resulting in a second degree burn to the patient skin near the incision line. Based on this finding, it is believed that the most probable cause of the reported incident could be related to unintentional user error. This device was manufactured on 27-jan-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported damage. Also, there were no similar complaints received for this item and lot number combination. A 2-year review of the complaint history for this device shows no other similar complaints for patient burns indicating this is an isolated incident. (B)(4). The stainless steel flat blade electrode is a sterile, single use device that enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. To ensure proper function of the stainless steel flat blade electrode and to reduce the risk of patient injury, the IFU, instructions for use, provides the following precautions and warnings: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken, or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test each device before and after use.

Event description:
The user facility reported that during use of the stainless steel 6" flat blade electrode with hex hub, disposable in an urological surgical procedure, the patient reportedly sustained a second degree burn. It was reported that when the surgeon cut the patient's skin, the middle part of the blade was melted. Subsequently, the melted point (insulation damaged along the shaft of the electrode) allegedly reached the other part of the patient's skin and burned the patient's abdomen below the naval just outside of the incision line. The burned area was sutured into the surgical incision line and the procedure was otherwise completed as planned. The (B)(6), male patient was later discharged from the hospital without any further complications from the burn or long term adverse effects noted. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.